Event description:
An engineering investigation of "green screen", a full display screen saturation of artifact in paddles lead, from a customer, has determined that the condition can be reproduced by pulses of very large, high frequency input signal on paddles ECG.